Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the cartridge split during implantation of the lens. The procedure was completed with no patient harm. Additional information is not expected.